Event description:
It was reported that one of the electrode connectors got detached and the leadwire was disconnected during pacing. Therefore, it became unable to pace. The catheter was replaced and the problem was solved. There were no patient complications reported.

Manufacturer narrative:
One pacing catheter was returned for evaluation seated inside an introducer. No syringe or contamination shield was returned. A suture thread was observed 34.0cm proximal from the catheter tip. The catheter body appeared to have been coiled, but there were no kinks visible. The proximal electrode lead wire connector was received broken off where the connector meets the extension lead wire. The wires appeared to have been stretched at the break site. The wires have narrowed and there are stress cracks in the individual strand wires that make up the lead wire. This condition indicates the proximal pacing extension lead wire has been pulled to failure. There is no stretch observed in the catheter body tube and continuity testing confirmed that both electrode circuits are continuous. The balloon did not inflate due to leakage from the balloon latex at the edge of the distal windings. There was a small tear, 1/100" long, in the balloon latex. The balloon inflation test was performed using lab syringe with 1.3cc air by holding the balloon under water. The tear was measured with lab scale and lab microscope at 40x magnification. Visual examinations were performed under microscope at 10x magnification. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of pacing difficulty was confirmed during the evaluation. In addition, it was confirmed that the balloon would not maintain inflation due to leakage from distal side of the balloon and the proximal electrode was detached. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information suggests that some procedural factors may have contributed to the event. No actions will be taken at this time.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results.